Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 due to the tibia was in varus. The surgeon removed the polyethylene bearing and replaced it with a custom bearing. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. It was further reported a revision procedure is allegedly needed due to patient being 7 degrees varus. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, ¿valgus-varus deformity.¿